Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) was confirmed. Upon investigation the electrode belt failed incoming functional testing. Upon evaluation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wires. The pulled cable caused the heat shrink to come off the pulse wires in the distribution node, causing the functional testing failure. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it had non-functional therapy electrodes.